Event description:
Procedure in the or cysto, stent and stone removal with a graspit stone basket. The device malfunctioned and was removed from the pt. The tip could not be visualized on the device. The pt was searched and tip not found. The basket was disassembled and the tip was found stuck inside the device. Dates of use: 2009. Event abated after use stopped or dose reduced?: yes.